Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion

Event description:
The user reported conflicting results with binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on nasal swab. The user reported that more than 6 drops were added to the top well and liquid came out from the bottom of the sample and made it's way to the control line but both control line and sample line were present indicating a positive result.. Repeat testing was performed on (B)(6) 2021 with negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.